Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, tilt and embedment. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, thrombosis and embedment could not be confirmed or further clarified. Caval thrombosis was reported. Blood clots, clotting and/or occlusion and stenosis of the inferior vena cava (ivc) or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis, tilt and embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, tilt and embedment. The patient reported becoming aware of tilt, embedded, blood clots, clotting and or occlusion of the inferior vena cava (ivc) approximately one-year post implant. The patient also reported leg swelling and anxiety related to the filter. According to the implant record the indication for the filter was bilateral lower extremity deep vein thrombosis. The filter was placed via the right femoral vein and deployed in the superior vena cava, just distal to the level of the renal veins. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, thrombosis and embedment could not be confirmed or further clarified. Caval thrombosis was reported. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc), filter or vasculature does not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety and leg swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis, tilt and embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the filter was indicated for deep vein thrombosis (dvt) with a preoperative diagnosis of bilateral lower extremity (ble) deep vein thrombosis. A needle was used for percutaneous stick to the right femoral vein and a wire was inserted using an antegrade approach. Under fluoroscopy, the optease filter was inserted into the right femoral vein along with a wire. The optease inferior vena cava (ivc) filter sheath was inserted over the wire under fluoroscopic guidance and was advanced and deployed to the superior vena cava (svc) just distal to the level of the renal veins. According to the information received in the patient profile form (ppf), the patient reports tilting and embedment of the filter, blood clots, clotting and or occlusion of the ivc, swelling of the legs and further experienced anxiety and depression related to the filter, becoming aware of these events approximately one-year post implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, tilt and embedment. The patient reported becoming aware of tilt, embedded, blood clots, clotting and or occlusion of the inferior vena cava (ivc) approximately one-year post implant. The patient also reported leg swelling and anxiety related to the filter. According to the implant record the indication for the filter was bilateral lower extremity deep vein thrombosis. The filter was placed via the right femoral vein and deployed in the superior vena cava, just distal to the level of the renal veins. Additional information indicated that approximately three years and two months post implant there was an attempted but unsuccessful percutaneous removal procedure. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems in as little as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Caval thrombosis was reported. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc), filter or vasculature does not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety and leg swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per an amended patient profile form (ppf) states that approximately three years and two months after the index procedure there was a failed attempt to remove the filter.